Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose connection/disconnection of the heater line to the heater bag was reported and is known to cause this alarm. The cause of the loose connection/disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell one of peritoneal dialysis therapy. During the troubleshooting, it was determined that the heater bag was not securely connected to the heater line and it resulted in a disconnection. The technical service representative advised the patient to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.